Event description:
It was reported the right ventricular (rv) lead r-waves were 0.7 millivolts through the device compared to 2.5 millivolts on paper. It was noted that the rv lead impedance and thresholds were stable. When the rv lead was being removed, the left ventricular (lv) lead dislodged. The rv and lv leads were both explanted and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted and fractured due to overstress. Several conductors were stretched and had blood/body fluid. The outer tubing overlay had blood/body fluid, was melted, had cosmetic environmental stress cracking and was breached cut. The outer insulation was breached cut and had a cosmetic depression. The inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.